Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad was torn at the up arrow button. All of the keypad buttons responded intermittently. Contamination was found on all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were intermittently unresponsive and contamination was present on the contacts. This report is made based on results of investigation completed on (B)(6) 2015.